Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, a device history record could not be reviewed. The instructions for use states the following precautions: "before starting the drainage procedure, ensure that all the connections are tight and free of any obstructions within the drainage pathway. Connections to check are: drain to suction source. Y-connector (when applicable): drain to y-connector. Y-connector to suction source. Warnings: an effective closed suction drain system requires maintenance of the system to preserve patency. The drain must not be allowed to occlude nor the reservoir to completely fill; and reservoir must be maintained in order for the system to function properly. If the system is not maintained properly, surgical complications including hematomas may result." (B)(4). Sample was discarded.

Event description:
It was reported that the tubing disconnected from the evacuator; the drain is an accordion (3) spring, (10 french). This event is deemed reportable due to the potential for serious injury.